Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4) and protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
It was reported that the nurse could not zero out the transducer. The unit seemed to be working fine but once she instilled the ns it did not allow a reading to be done. Several attempts were made. The unit was discontinued and the nurse obtained an iap reading without abviser. A new unit was not used and there were no ill effects to the patient.